Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/bleeding") in an adult female patient who had essure (ess205) (batch no. 12279385, 12280776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included back disorder (recovered prior to essure) in 2002. Previously administered products included for an unreported indication: depo-provera from 2000 to 2005. Concurrent conditions included menometrorrhagia, post coital bleeding and stress incontinence. Concomitant products included cyclobenzaprine hydrochloride (flexeril), hydrocodone, ibuprofen, midol [acetylsalicylic acid,caffeine,cinnamedrine] and tramadol. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with iron and surgery (robotic hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia and back pain was resolving and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there were three trailing coils on the left and five trailing coils on the right, left 3 coils and right 8 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received. Abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); plaintiff did not perform essure confirmation test were added. Patient's medical history added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/bleeding") in an adult female patient who had essure (ess205) (batch no. 12280776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included back disorder (recovered prior to essure) in 2002. Previously administered products included for an unreported indication: depo-provera from 2000 to 2005. Concurrent conditions included menometrorrhagia, post coital bleeding and stress incontinence. Concomitant products included cyclobenzaprine hydrochloride (flexeril), hydrocodone, ibuprofen, midol [acetylsalicylic acid, caffeine, cinnamedrine] and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with iron and surgery (robotic hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia and back pain was resolving and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there were three trailing coils on the left and five trailing coils on the right, left 3 coils and right 8 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Lot number 12279385 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure device). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.